Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a catheter, continuous flow. The customer reports, an (B)(6) female underwent the trellis procedure on (B)(6) 2010 for an iliofemoral dvt. Time of trellis withdrawal was 14:15 hrs. Ten mg of tpa was infused during the trellis procedure. An ekos catheter was then placed and thrombolytic was infused overnight. Tpa was still being infused the following afternoon when the pt went into distress on (B)(6) 2010, and expired at 16:10 hrs. Cause of death was an intracranial bleed.

Manufacturer narrative:
Submit date: 11/17/2010. An investigation is currently underway. Upon completion, the results will be forwarded.